Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified coronary vessel. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at low pressure, the balloon ruptured due to the sharpness of the lesion. The procedure was completed with a non-bsc device. No patient complications were reported.